Manufacturer narrative:
Section e: this event occurred at (B)(6) hospital in (B)(6), japan manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined through this evaluation, the cause of these alarms was determined to be the result of a small right ventricular cavity. Additionally, a specific cause for the reported events (bleeding, pneumonia, right heart failure and respiratory failure) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 12:00:50 to (B)(6)2021 at 17:56:58. Throughout the captured data, pump power, calculated flow and average pulsatility index (pi) ranged from 2.4-3.2 there were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 110 low flow faults and 44 low flow alarms. There were no other abnormal events captured ¿ the only other events were associated with pi events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 30mar2021. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, bleeding, right heart failure, respiratory failure, and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also provides information regarding anticoagulation, including the recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
At the time of the bleed the patient was not on anticoagulant therapy. The outcome of the bleeding was reoperation. The cause of the bleeding was noted as related to the implant procedure.

Event description:
It was reported that on 24jul2021, the patient had light heart failure and peripheral edema. The patient was implanted the next day (B)(6) with right ventricular assist device (rvad) due to right heart failure following heartmate 3 implantation . The doctors tried to remove rvad from the patient but it was difficult to do so she was supported with ECMO the patient had unstable hemodynamics, heart sarcoidosis and right heart failure were observed. The patient had a reduced left ventricular cavity, which led to low flows. After that low flow alarms continued and the patient controller had a software upgrade which resolved the low flows. Log file captured a low speed advisory on (B)(6) because the pump set speed was momentarily set lower than the low set speed. The patient had respiratory failure on (B)(6) 2021 requiring intubation for 64 days and tracheostomy. It was reported that the patient had major bleeding in thorax on (B)(6) 2021. The patient was transfused with red blood cells. On (B)(6) 2021, the patient developed pneumonia in hospital requiring drug therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.